Event description:
It was reported that during a laparoscopic gastric bypass procedure, the harmonic generator gave an instrument error code while using the device. There was no reported pt consequence. The case was completed with another device of the same product code.